Manufacturer narrative:
The following fields have been updated with corrected/additional information: the lot number was not reported; however, two potential lot numbers were provided. The information for those lot numbers are as follows: d4. Medical device lot #: 4009654. D4. Medical device expiration date: 31-jan-2026. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 01-feb-2024. D4. Medical device lot #: 4009655. D4. Medical device expiration date: 31-jan-2026. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 01-feb-2024.

Event description:
It was reported that while using vacutainer® ultratouch¿ push button blood collection set, the rubber sleeve falls off causing blood to stopped flowing while drawing blood on one (1) device. No patient impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using vacutainer® ultratouch¿ push button blood collection set, the rubber sleeve falls off causing blood to stopped flowing while drawing blood on one (1) device. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-nov-2024. Investigation summary: bd japan received a used sample connected to a holder and confirmed the rubber sleeve came off the non-patient needle and was trapped in the film stopper of a competitor's tube. Six (6) photos of the defect were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve fall off was observed. Additionally, according to the customer's memo, the lot number is either 4009654 or 4009655, therefore 10 retained samples from each batch number: 4009654 and 4009655 were taken and used to draw tubes, all sleeves stayed on the cannulas as expected, the issue of sleeve fall off was not observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of sleeve fall off based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using vacutainer® ultratouch¿ push button blood collection set, the rubber sleeve falls off causing blood to stopped flowing while drawing blood on one (1) device. No patient impact reported.